Event description:
Pt wore this brand of contact lenses for 6 years with no problems. She received new lenses and reported that after a week of use, she slept in them and the next day her left eye was red. She took the lenses out and kept them out for a few days. She then put them back in and the redness became worse. She saw the dispenser who referred her to an ophthalmologist. The ophthalmologist diagnosed multiple small peripheral ulcers o.s., multiple punctate stain o.s. And an antibiotic was prescribed. The following day, the pt stopped in the ophthalmologist's office and reported she had seen the dispenser who suggested her right eye may be affected also. She was told by the opthalmologist to use the antibiotic in both eyes and to return for her scheduled appointment the next day. The following day she was seen and the diagnosis was central sub-epithelial infiltrates o.u., viral keratitis o.u. And peripheral ulcer superior o.s. The pt was prescribed an anti-inflammatory agent. The pt continued follow up and treatment and 10 days later, the ulcer had healed and the cornea was clear. The pt reports that 5 months later, she again developed an infection and was treated at a hospital ER. There is no verification of this second event. The pt was then refit into a disposable contact lens arid instructed to wear the lenses on a daily wear basis only. There have been no reported problems since.